Event description:
It was reported that the patient was experiencing allodynia to the cervical and thoracic area after spinal cord stimulator placement surgery. It was also reported that the patient had tenderness over the ipg site. The patient was prescribed with gabapentin as well as interlaminar epidural steroid injection with no relief.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).